Event description:
It was reported by svc report that the right head-end side rail was broken. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: faulty head right timing link assembly.